Event description:
It was reported the patient was experiencing ineffective stimulation from his scs system. As a result, the patient's scs lead was explanted during surgery on (B)(6) 2014 and replaced with a different model lead. The patient is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.